Event description:
The reporter stated that the device result was 293mg/dl. He went to a convenient care and they used their meter to check his glucose and the result was 137mg/dl. He was not treated. The device was replaced and requested to be returned for evaluation.